Event description:
It was reported by pt's counsel that pt underwent total hip arthroplasty in 2006, and was revised in 2009, for pain and loosening of the shell.

Manufacturer narrative:
Info was forwarded from the owner establishment, which markets the devices in the u.s.